Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beeping anomaly and did not rewind. Beep/vibrate troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident and they stated that they reverted to injection shots. The customer reported a constant tone that happened every time they changed the battery. The customer stated that the issue continued when the went to another location. Troubleshooting for the reported unresponsive buttons was performed. The customer also that there was no significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer stated that they have tried multiple batteries and the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no frozen screen, audio/beep anomaly, back light anomaly or button error alarm noted. Unit time/clock moved. Unit had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked case at reservoir tube window corners.